Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the pacemaker exhibited noise over-sensing which resulted in inappropriate auto mode (ams). No intervention was made. The patient was stable.